Manufacturer narrative:
Additional information was revealed on 1/27/2020. The impacted product was a 225cc mentor memorygel breast implant. The device was implanted on (B)(6) 2017. Section d has been populated with all new information. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor gel implants placed on an unknown date experienced a possible allergic reaction post procedure. The patient is allergic to xylene. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional information was provided, if additional information is made available in the future, then a supplemental report will be submitted. See 1645337-2019-26101 for contralateral prosthesis report.